Event description:
Complainant alleged that while treating a pt the device was charged and discharged three times to the pt successfully. The pt received discharges of energy at 120 joules and twice 150 joules. Subsequent to the third shock, the device displayed a "defib pad short" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The device was removed from service and was tested; at this time the device displayed a "befib fault 79" message when attempted to charge the energy.